Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: makridis, k.g., lequense, m., bard, h., and djan, p. (2014), clinical and MRI results in 67 patients operated for gluteus medius and minimus tendon tears with a median follow-up of 4.6 years, orthopaedics and traumatology: surgery and research, vol. 100, pages 849-853 (france) the study emphasizes on: if functional improvement can be obtained; if the repairs are continuous based on MRI, and; which factors determine success. A total of 67 patients (5 males and 62 females) with a mean age of 68 years (range 25-78) had their hips repaired with an open double-row technique using a gii anchors (depuy, mitek, USA). The average follow-up was 4.6 years (range 1 to 8 years) the following complications were reported as follows: there were 11 failures with persistent pain, including 4 patients with significant muscle atrophy and poorly-defined tendons on MRI. Two cases of re-rupture were successfully treated surgically. In the 56 cases with an MRI at follow-up, the t2 hypersignal areas had disappeared and the continuity of the tendon had been restored. Of the 70 hips, 66 had a tear in the anterior fibers of the gluteus medius and 23 (33%) also had a gluteus minimus tear; the gluteus minimus tear never occurred in isolation. In the four other cases, the main tendon (posterior fibers) of the gluteus medius was torn. On the pre-operative MRI, 14 hips had fatty degeneration relative to the healthy contralateral side (9 at grade 11, 3 at grade iii and 2 at grade IV) and 14 other hips displayed muscle atrophy. Conversely, 42 hips had no signs of either fd or muscle atrophy. When compared to the 42 hips with normal muscle appearance, the 14 hips with fd resulted in no significant changes in the postoperative functional abilities, while the 14 hips with muscle atrophy had significantly lower functional scores this report is for a gii anchors (depuy, mitek, USA).